Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is experiencing pain in right hip.

Manufacturer narrative:
The devices were added to the complaint after the initial medwatch was submitted. Cat. No.: 542-11-56f, trident psl ha cluster 56mm, lot code: 32442901; cat. No.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: 30855606; cat. No.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: 30492902; cat. No.: 6051-0935s, secur-fit max 132 hip stem #9, lot code: 29715502 ; cat. No.: 17-3205e, alumina c-taper head 32mm/+5, lot code: 12048901. An event regarding shell malposition involving a trident shell was identified. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the trident liner and no indication in the medical review to suggest an issue associated with the device under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient is experiencing pain in right hip.